Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "(B)(6) 2020, the patient came to our center for treatment due to the sequelae of cerebral infarction. He was given intravenous infusion according to the doctor's instructions. During the operation of indwelling the central venous catheter, juncture hub cracked, and then replaced with a new central venous catheter. This did not cause harm to the patient, but there was a risk of infection." The patient's condition is reported as fine.

Event description:
The complaint is reported as: "(B)(6) 2020, the patient came to our center for treatment due to the sequelae of cerebral infarction. He was given intravenous infusion according to the doctor's instructions. During the operation of indwelling the central venous catheter, juncture hub cracked, and then replaced with a new central venous catheter. This did not cause harm to the patient, but there was a risk of infection." The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.